Manufacturer narrative:
(B)(4). When reviewing similar reportable events for enterprise 5000, 8000 and 9000 beds, we have found number of cases with a similar fault description compared to the one investigated here: mechanical CPR failure. Review of the occurrence of these cases related to mechanical CPR failure, revealed that there is no complaint trend related with this fault description. Since 2006, over 83,000 enterprise beds with mechanical CPR function have been sold - the complaint ratio is considered to be low - the failure rate for events with mechanical CPR malfunction in general is equal to 0.016% against the installed base. Based on the provided info it has been determined that in the reported event the user of the CPR function was not required because of an emergency situation. The failure has been found during inspection of the device conducted by an arjohuntleigh technician. It has been detected that the CPR cable was heavily worn, it was described as 'pulled out', which suggests that the one of the cable's eyelet was pulled off from one ending of the CPR wire. Nevertheless, the enterprise bed is also equipped with the electrical CPR system - so that if an emergency situation should arise and there has been a failure of the mechanical CPR system, the bed's backrest section could be lowered with use of the electrical CPR. The product instruction for use (e.g. # 746-35_5), which has been provided to the customer together with the device, provides the info that two CPR system (manual and electrical) are existing on the device. Additionally, in order to ensure that the device continues to perform within its original specification; the preventive maintenance procedure should be carried out at least annually by properly qualified and trained persons. One of the steps of the preventive maintenance is to check operation of the manual CPR release levers on both sides of the bed. Unfortunately, as we have not received any service/ maintenance history against this complaint, we are not in a position to determine if adequate preventative maintenance was performed in accordance with our recommendations. In summary the device failed to meet specifications, it was not being used at the time of event for pt treatment or diagnosis, there were no injuries sustained. Also there has been no emergency situation, the mechanical CPR failure has been detected by the arjohuntleigh technician during inspection of the device. Although in this event there were no health consequences to the pt, based on a potential for harm with high severity (in case of emergency situation) we have decided to report the event in an abundance of caution. Given the circumstances and the number of similar event, this incident appears to be rare failure. We shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
During standard repair of the device, an arjohuntleigh technician found that the mechanical CPR cable was heavily worn, making the manual CPR system inoperable. The facility was not aware of the problem with the CPR. Fortunately, there was no emergency situation, and no injuries were sustained.